Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient presented for post-implant procedure. Upon x-ray imaging reviewed, it was noted that the leadless pacemaker had dislodged. The device was retrieved, and a transvenous pacemaker was implanted. There were no patient consequences.